Event description:
It was reported that a flogard infusion pump displayed an f94 alarm code. It is unknown during which process step this alarm occurred. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a baxter service technician. A visual and functional inspection was performed on the device. The reported problem of an f-94 alarm code was verified during the sample evaluation and in the event history log review. The cause of the reported problem was identified as defective main batteries. These batteries were replaced in order to resolve this condition. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.